Event description:
It was reported the switch emitted smoke. Visual inspection of the unit revealed that the electrical cord had been cut by an external source approx 4" from the pad, allowing the wire to emit sparks. In addition, the unit itself was very dirty and discolored, showing indications of further misuse. We concluded that this report was attributable to misuse and failure to follow instructions on the part of the consumer.

Manufacturer narrative:
Otc product - yes.